Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
The patient received two leads (model 3186) with the same lot number. It was reported stimulation was no longer effective at relieving the patients' targeted pain pattern. As a result, surgical intervention was undertaken on (B)(6) 2016 during which time the leads were explanted and replaced with a new model. Postoperative programming was scheduled at a future date.